Event description:
Electrical outlet that the patient's bed was plugged into started sparking and smoking when the bed was raised. Bed was unplugged from the electrical socket. One of the prongs of the bed plug was found still inside the electrical outlet.